Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that a motor error alarm occurred several times.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, and cracked belt clip slot.